Manufacturer narrative:
(B)(4). Other remarks: see MDR# 3010532612-2020-00006 and tc #(B)(4) as the report is related to the same patient.

Event description:
It was reported that the intra-aortic balloon (iab) was used on a patient, and it was noted that blood clots were in the iab driveline. As a result, the iab was removed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab bladder had a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00006 and (B)(4) as the report is related to the same patient.

Event description:
It was reported that the intra-aortic balloon (iab) was used on a patient, and it was noted that blood clots were in the iab driveline. As a result, the iab was removed. There was no report of patient complications, serious injury or death.